Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenotic lesion was located in the severely tortuous mid right coronary artery with a curved superior take off. The physician deployed an unspecified sized promus element stent with good result, however opening up this revealed more distal disease which needed treating. Then the physician attempted to cross the implanted stent with a 2.5x16mm promus element stent but was unable to cross. Upon removal the physician observed that the stent was damaged. The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenotic lesion was located in the severely tortuous mid right coronary artery with a curved superior take off. The physician deployed an unspecified sized promus element stent with good result, however, opening up this revealed more distal disease which needed treating. Then the physician attempted to cross the implanted stent with a 2.5x16mm promus element stent but was unable to cross. Upon removal the physician observed that the stent was damaged. The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: device is a combination product. Device evaluation: a visual examination identified solidified blood within the guidewire lumen. The stent had moved 5mm distally from the distal edge of the proximal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. Proximal stent damage was present. The stent struts were bunched. The outer diameter of the un-damaged section of the stent was measured and met specifications. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were present along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).